Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The multiple driveline disconnect alarms were due to the patient disconnecting the driveline and performing a controller exchange at home without help. All alarms resolved after the final controller exchange and the previous controller was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of losses of external power on the system controller (B)(6) and a system controller exchange were confirmed via log file analysis. Log file data from the event date of 10dec2025 was reviewed. In the data reviewed, it was observed that the controller powered on at 10:58, per timestamp, when the driveline was connected to the controller, but the controller was not connected to external power, so the pump was unable to start. The controller was connected to external power at 10:59, and the pump was able to start as intended. The system operated as intended until the driveline was disconnected again at 11:09 for unknown reasons. The driveline was reconnected to the controller at 11:11 and the pump was able to restart without issue. At 11:12, both power cables were disconnected from battery power, activating a no external power alarm. The alarm resolved within the minute when the controller was reconnected to external power. This sequence of events is consistent with dual disconnect of the power leads due to user error. The backup battery supported the system during this time as intended, and there was no interruption to pump function due to the loss of external power. There were no other notable events captured in the log file. Provided information indicated that the driveline disconnects were due to user error. The system controller was not exchanged. The root cause of the reported event of a no external power alarm was determined to be caused by user error in both power cables being disconnected at the same time. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿) section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Section 2 of the patient handbook (¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are instructed to connect the backup controller to a power source before exchanging controllers. It also states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and IFU ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The IFU and patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called due to a no external power alarm on mobile power unit (mpu) power. The patient switched the system controller. After the system controller was exchanged to the new controller, the new controller was not on external power. The log files were submitted for review. The patient stated that they were connected to the mobile power unit (mpu)/wall power when the no external power alarm occurred. The event log files captured on 10dec2025 low power advisories while connected to the mpu at 10:54:00 and it appeared that the black power lead was not connected to power, the driveline was disconnected at 10:59:44, the pump was back on at 11:10:43, and the driveline was disconnected at 11:11:27. The log files for the new system controller were submitted for review. The event log files captured on 10dec2025 the pump running at 10:59:00, the driveline was disconnected at 11:09:01, the pump was back on at 11:11:20, and power cable disconnect alarms for both power leads at 11:12:14. (B)(6) was exchanged and removed from use, and (B)(6) was made the patient's new primary controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.